Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient contacted an infection. Implants needed to come out. Metal on metal.